Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer investigation did not identify any trends. Root cause: this disposable set was unavailable for specific root cause analysis. No unusual process variable was identified and the signals in the run data files indicate that the trima accelsystem operated as intended. A definitive root cause for the hemolysis remains undetermined at this time. It is possible that the hemolysis experienced by the customer could have been related to product handling post collection procedural process errors3) product storage temperature conditions or storage solution issues.

Manufacturer narrative:
Investigation: this customer has ongoing reported issues of hemolysis with apheresis drbc products. The customer is performing a review of collection and staffing procedures. A terumo bct technical consultant made a site visit and did not identify any trends or unusual process variables that would help explain the hemolyzed rbc products. The run data file was reviewed for this run. The analysis of the run data file did not find a conclusive cause for the reported hemolysis in the rbc products. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported hemolysis in one red blood cell (rbc) unit of a double rbc collection. The rbc unit was found in distribution with rosy segments, prior to distributing. The second bag has clear segments. There was not a transfusion recipient or patient involved, therefore no patient information is reasonably known at the time of the event. (B)(6). The customer declined to return the disposable set for investigation.